Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that she was experiencing a date and time issue with her onetouch ultrasmart meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that the alleged issue began at an unspecified time on (B)(6) 2012. The patient stated that she manages her diabetes with metformin (unknown dosage), 6 units of humalog and 20 units of lantus and took her usual, daily dosage of diabetes medication in response to the reported issue. Approximately thirty minutes to an hour after the alleged issue occurred, the patient claimed to have developed symptoms of feeling "tired, weak and shaky" but denied receiving any treatment in response to the symptoms. During the troubleshooting, the cca was able to walk the patient through resetting the time and the date and the reported issue was resolved. Replacement products were sent to the patient. Based on the provided information at this time, it is unclear how the date/time format issue can lead to the patient's symptoms since the date/time setting does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia (shaky) after the date/time issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.